Manufacturer narrative:
The returned introducers were visually inspected and the first introducer sheath was found to have scoreline grooves while the second introducer sheath scorelines were smooth. The scoreline observation was determined to be visual only and there was no weakness to the sheath wall and the sheath was not from the same lot of suspect sheaths that had weak sheath walls. The associated pump was not returned and an evaluation could not be completed.the observation made by the field was determined to be not related to the function of the sheath. The cause of the placement signal issue was not determined since the pump was not returned for evaluation. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 70-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. During initial prep, the axillary kit sheath had notable ridges along the outside. A new axillary kit was subsequently utilized for impella implant. During placement, the pump had to be torqued to position mid ventricle, which caused a lot of torque in power cable. Device unplugged to get torque out and replugged in. When ramping up flows, got a pump stop. Device restarted and increased to p9. At p9, flows were 6.0 (mean) lpm and lv waveform was above position signal waveform. Contacted csc and recommended replacing pump. New 5.5 opened and inserted without issues. No issues with flows on new device. There was no patient harm resulting from the noted issues.